Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade unknown," " seroma-late," and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown," " seroma-late," and "granuloma".

Event description:
Patient representative reported left side "benign calcifications", "chronic nonspecific inflammatory process", "capsular contracture", "recall", and "small amount of clear fluid." The device has been explanted.